Event description:
The customer reported the system interconnect cable was not working. The fse indicated the system would be inoperable due to this issue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.